Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when the surgeon turned on the power of the combination of otv-s300 and ltf-s190-5 during the inspection of the equipment before the case, a problem occurred in which the endoscopic image flowed from top to bottom. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The e1"telephone number" and g2 field were corrected based on information available at the time of the initial submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, excessive stress was applied to the imaging cable in the bending part and in the universal cord. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection, 3.8 inspection of functions in combination with related equipment, inspection of endoscopic images." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the reported event. Investigation is ongoing. This report will be supplemented accordingly following investigation.